Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had high impedance. The patient was disabled when the high impedance was observed. The family reported that the patient had been picking at the device and neck and think that the patient may have damaged the unit. There have been no reported adverse events. Follow-up with the site indicated there were no x-rays taken. The patient was referred for replacement. Surgery is likely but has not occurred to date.

Event description:
Additional information was received that the patient had surgery to replace the lead and generator. Products will not be returned as they have been discarded by the hospital.